Event description:
Patient was admitted to hospital with possible sepsis. She had several blood cultures done and all came back negative. Patient developed violent chills, nausea, hours of severe vomiting, and chest pain. This occurred 10 minutes after a heparin flush. She received heparin in the hospital without any reaction. Dose: 3 ml. Frequency: q day. Route IV drip. Dates of use: late 2008 - early 2009. Diagnosis: limb threatening left calcaneus wound. Pseudomonas aeruginosa, enterococcus faecalis.